Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include additional information received. The source documentation was provided by the clinical study team on 09 june 2021. [Additional information]: on 09 june 2021, the clinical study team provided source information. The information was reviewed. The 51-year-old male presented with a history of thunderclap headache and subarachnoid hemorrhage secondary to ruptured larger anterior communicating artery (acom) aneurysm and smaller lobulated right mca trifurcation aneurysm. Hunt and hess score was 2 and modified fisher scale score was 2. The patient underwent coil embolization of the ruptured acom aneurysm and external ventricular drain (evd) placement on (B)(6) 2019. The study procedure that occurred on (B)(6) 2019 was balloon-assisted coil embolization of a right multilobulated irregular wide-necked unruptured mca aneurysm. 10mg of nicardipine was infused to reduce the likelihood of vasospasm. Following angiographic evaluation and after obtaining a working projection, aneurysm embolization was then initiated by coaxially introducing an sl-10 microcatheter through the 0.070¿ neuron over an 0.014¿ asahi microwire under fluoroscopic and road map guidance into the aneurysm lumen. Multiple galaxy coils were then placed sequentially: one micrusframe10 (3.5 mm x 6.6cm), two galaxy g3 mini (2mm x 4cm), one 2mm x 6cm galaxy g3 mini, and two 1.5mm x 3cm galaxy g3 mini. A 3mm x 6cm galaxy g3 mini coil was not deployed. Coil occlusion of this aneurysm was supported by using a balloon remodeling technique, employing an extra compliant 4mm x 11mm scepter balloon, also co-axially introduced through the 6f neuron over an 0.014 microwire, and intermittently inflated across the aneurysm neck to maintain the patency of the parent vessel, and to securely position the coils within the aneurysm fundus. The intermittent and pre-and post-final coil placement cerebral angiogram demonstrated progressive occlusion of the cerebral aneurysm (raymond-roy occlusion score I); however, there was evidence of small coil herniation into the origin of the superior m2 mca resulting into partially occlusive thrombus. Balloon angioplasty of the superior m2 mca origin across the thrombus resulted in distal embolization into the left pre and post central gyrus arteries. 20 mcg/kg of IV tirofiban bolus was administered. Follow-up right internal carotid artery cerebral angiogram performed 20 minutes later showed dissolution of the thrombi with normal antegrade filling of the anterior and middle cerebral arteries. The patient was extubated and transported to the neurointensive care unit (nicu) in stable clinical and hemodynamic conditions. Diagnostic cerebral angiogram was performed on (B)(6) 2019. There was no evidence of aneurysmal sac opacification of the previously coiled right middle cerebral artery bifurcation target aneurysm. There was residual filling measuring 4.1 x 4.4 x 3.5 mm aneurysmal sac at the neck of the previously ruptured and coiled non-target anterior communicating artery aneurysm. Repeat diagnostic cerebral angiogram was performed on (B)(6) 2019. The right mca bifurcation target aneurysm treated previously with coil embolization demonstrated no residual recurrence ((B)(6) score was 1). The anterior communicating artery non-target aneurysm previously treated with y-stenting assisted coil embolization showed no residual recurrence ((B)(6) score was 1). There is no new information that alters the previous file type determination, coding, and/or reportability determinations. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2019-00950, 3008114965-2019-00974, and 3008114965-2019-00975. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, race and ethnicity were not provided. Procode is krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). [Conclusion]: the healthcare professional reported that the (B)(6)-year-old male patient with a history of headaches, hypertension, and subarachnoid hemorrhage of a non-target aneurysm on the right middle cerebral artery (mca) on (B)(6) 2019, underwent treatment of a second right mca aneurysm. Angiography revealed a multilobulated, irregularly shaped unruptured aneurysm at the right mca bifurcation. The parent vessel was 2.2 mm, aneurysm height was 5.3 mm, and the dome was 3.2 mm. The maximum aneurysm diameter was 5.6 mm, the aneurysm neck size was 3.8 mm, and the dome to neck ratio was 0.8. The patient¿s pre-procedure mrs score was a 2. The coil embolization was performed and the 2 mm x 6 cm galaxy g3 mini coil (glm920060 / l14406) was one of the coils chosen for implantation. During insertion through the sl-10® microcatheter (stryker), it was noticed that the introducer was not fully hubbed into the microcatheter, as a result, the physician attempted to resheath this coil but it was noticed that the coil was stretched and therefore, could not be used. The coil was exposed and not contained in the coil introducer when it was removed from the patient and removed out of the microcatheter. Continuous flush had been maintained through the microcatheter. There was no resistance between the guidewire and the microcatheter during the accessing of the target site. There was no resistance between the guidewire and the microcatheter during the accessing of the target site; there was no resistance at any time during the advancement of the coil through the microcatheter. There were two previous coils that were advanced through the microcatheter without any issue. It was confirmed that there was no coil entanglement with previously placed coil that could have caused the coil to become stretched as reported. The 2 mm x 6 cm galaxy g3 mini coil was successfully removed; no other damage was noted on the coil other than its stretched condition. The g3 mini coil was replaced. There was no report of any blood flow restriction or reduction as a result of the reported event. The coil embolization was continued with the implantation of the following coils: a 3.5mm x 6.6 cm micrusframe 10 coil (mfr100356 / l10260), a 2 x 4 cm galaxy g3 mini coil (glm920040 / l11995), a 2 mm x 6 cm galaxy g3 mini coil (glm920060 / s15173), a 1.5 mm x 3 cm galaxy g3 mini coil (glm915030 / l13725), a 2 x 4 cm galaxy g3 mini coil (glm920040 / l14471), and a 1.5 mm x 3 cm galaxy g3 mini coil (glm915030 / l14382). The coils were successfully implanted at the target site with a complete obliteration of the aneurysm. The patient received 7000 units heparin during the procedure. It was reported that the previous subarachnoid hemorrhage was not treated with codman/cerenovus coils. Prior to the index procedure, the patient took 325 mg of aspirin on the morning of the procedure and 40 mg of enoxaparin the day before the procedure. The patient had no history of blood clotting issue. The 2 mm x 6 cm galaxy g3 mini coil was reported as discarded and is not available to be returned for evaluation and analysis. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l14406) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Coil stretching is a known potential issue associated with the use of this device. The instruction for use (IFU) provides proper handling instructions for the device to prevent such issue from occurring. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2 mm x 6 cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2019-00950, 3008114965-2019-00974. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the (B)(6)-year-old male patient with a history of headaches, hypertension, and subarachnoid hemorrhage of a non-target aneurysm on the right middle cerebral artery (mca) on (B)(6) 2019, underwent treatment of a second right mca aneurysm. Angiography revealed a multilobulated, irregularly shaped unruptured aneurysm at the right mca bifurcation. The parent vessel was 2.2 mm, aneurysm height was 5.3 mm, and the dome was 3.2 mm. The maximum aneurysm diameter was 5.6 mm, the aneurysm neck size was 3.8 mm, and the dome to neck ratio was 0.8. The patient¿s pre-procedure mrs score was a 2. The coil embolization was performed and the 2 mm x 6 cm galaxy g3 mini coil (glm920060 / l14406) was one of the coils chosen for implantation. During insertion through the sl-10® microcatheter (stryker), it was noticed that the introducer was not fully hubbed into the microcatheter, as a result, the physician attempted to resheath this coil but it was noticed that the coil was stretched and therefore, could not be used. The coil was exposed and not contained in the coil introducer when it was removed from the patient and removed out of the microcatheter. Continuous flush had been maintained through the microcatheter. There was no resistance between the guidewire and the microcatheter during the accessing of the target site. There was no resistance between the guidewire and the microcatheter during the accessing of the target site; there was no resistance at any time during the advancement of the coil through the microcatheter. There were two previous coils that were advanced through the microcatheter without any issue. It was confirmed that there was no coil entanglement with previously placed coil that could have caused the coil to become stretched as reported. The 2 mm x 6 cm galaxy g3 mini coil was successfully removed; no other damage was noted on the coil other than its stretched condition. The g3 mini coil was replaced. There was no report of any blood flow restriction or reduction as a result of the reported event. The coil embolization was continued with the implantation of the following coils: a 3.5mm x 6.6 cm micrusframe 10 coil (mfr100356 / l10260), a 2 x 4 cm galaxy g3 mini coil (glm920040 / l11995), a 2 mm x 6 cm galaxy g3 mini coil (glm920060 / s15173), a 1.5 mm x 3 cm galaxy g3 mini coil (glm915030 / l13725), a 2 x 4 cm galaxy g3 mini coil (glm920040 / l14471), and a 1.5 mm x 3 cm galaxy g3 mini coil (glm915030 / l14382). The coils were successfully implanted at the target site with a complete obliteration of the aneurysm. The patient received 7000 units heparin during the procedure. It was reported that the previous subarachnoid hemorrhage was not treated with codman / cerenovus coils. Prior to the index procedure, the patient took 325 mg of aspirin on the morning of the procedure and 40 mg of enoxaparin the day before the procedure. The patient had no history of blood clotting issue. The 2 mm x 6 cm galaxy g3 mini coil was reported as discarded and is not available to be returned for evaluation and analysis.